Event description:
It was reported that the patient had a possible infected neurostimulator pocket, and was given 300mg of clindamycin four times a day. The patient experienced nausea, vomiting, abdominal cramping, chills, diarrhea, a self-reported fever on (B)(6), a mild erythema over the neurostimulator site, tenderness around the neurostimulator site, and an edema around the neurostimulator site on (B)(6). An examination on (B)(6) found the patient afebrile, with all symptoms continuing. An examination on (B)(6) found all symptoms continuing, if not worse. A CT scan on (B)(6) found a fluid collection within the operative bed from a previous lumbar surgery was unchanged from an MRI taken on (B)(6). The patient was admitted to the hospital to consult with gi and ID, and had the entire system explanted on (B)(6).

Event description:
Additional information received clarified the event occurred on (B)(6) 2012, instead of (B)(6) 2012.

Manufacturer narrative:
(B)(4). Lead: model 3778-60, lot# v907530012, implanted: 2012 (B)(6), explanted: 2012 (B)(6); lead: model 3778-60, lot# v854323028, implanted: 2012 (B)(6), explanted: 2012 (B)(6); anchor model 3550-39, lot# n317046, implanted: 2012 (B)(6), explanted: 2012 (B)(6), programmer: model 37744, serial# (B)(4); recharger: model 37754, serial# (B)(4).

Event description:
Additional information received reported the patient resolved without sequela on (B)(6) 2012.